Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during the resection of an intracranial tumor a driver was used to screw. The first two (2) screws were successful however the third and fourth screws' cross threads did not match the driver. Another device was used to complete the surgery and there were no adverse consequences to the patient. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity 2). Unknown screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) cranial-scr plusdrive ø1.6 self-drill l4. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 400.834.04s, lot: 3l64360, manufacturing site: bettlach, release to warehouse date: 26. March 2019, expiry date: 01. March 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 50167183, lot: h752117, manufacturing site: bettlach, release to warehouse date: 06. Feb. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.